Event description:
It was reported that the ilet could not establish a charge connection when placed on the charging pad despite correct placement and a secure power cord, consistent with a device power/charging malfunction of the charger component. Customer care provided support with replacement logistics. Investigation of this case revealed the charger failed to provide a charge connection and a replacement charging pad was shipped. No symptoms reported during the event. Outcomes included no impact to health. It was concluded that the charger malfunctioned and replacement supplies were provided.